Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to previously filed report, additional information was received: after two weeks, there is no change in patient. No thrombosis was confirmed via computed tomography. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The two proglide devices with the suture retrieval issues are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in three right femoral vein (rfv) access sites was achieved with three proglide devices using the pre-close technique via 8f, 8.5f and 9fsheaths prior to an atrial fibrillation ablation procedure. Reportedly, in another 8f rfv access site two proglide devices were attempted; however, failed as there was no suture present when the plunger was removed. A third proglide device was used to successfully. The four preplaced proglide sutures successfully closed the four rfv access sites following the ablation procedure. The following day, slight swelling was noted in the right leg. There was no pain or neuropathy. The patient was discharged. On (B)(6), the patient revisited the hospital for increased, hard swelling. Under echo-guided imaging, there was no expansion of the deep femoral and superficial femoral veins observed. The blood flow of external iliac artery was confirmed and there was no pseudoaneurysm or thrombosis. The physician determined the swelling was likely temporary stasis and provided the patient an elastic stocking. The link between the swelling and proglide use was unclear. The patient is scheduled to revisit the hospital in two weeks. No additional information was provided.